Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.016; lot: 9423622; manufacturing site: haegendorf; release to warehouse date: april 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection before functional testing: the blade sleeve was received with the buttress nut stuck on it and the sleeve jammed inside the aiming arm. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test before second visual inspection: upon the use of force all three devices were able to be separated. Visual inspection before functional testing: there is green/brown bioburden on the threads of the sleeve which prevented the devices from functioning an intended. Functional test after second visual inspection: once the bioburden was cleared up the sleeve was able to be assembled/disassembled with the returned aiming arm and buttress nut. Dimensional inspection: a dimensional inspection was not performed as the reason for the complaint condition was determined to be the buildup of bioburden. Document specification the following documents were reviewed as part of this investigation: -- buttress/compression nut based on the review of the above drawing, no design issues contributing to relevant complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Since the devices were unable to be separated without a significant amount of force and the buildup of bioburden the complaint condition is confirmed. Conclusion: a definitive root cause for the bioburden buildup could not be determined from the information provided. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the flexible shaft connector and adapter for an unknown reamer was used. When reaming the femur, the shaft of the unknown reamer kept disengaging and disconnecting from the shaft that is broken. After the unknown nail and unknown blade were implanted successfully, the aiming arm would not eject the sleeve from the blade. The wheel buttress/compression nut could not be removed. The procedure was successfully completed. Patient outcome was successful. Concomitant device reported: unknown- reamer(part#unknown, lot#unknown, quantity 1); unknown-nails(part#unknown, lot#unknown, quantity 1); unknown- blade (part#unknown, lot#unknown, quantity 1); this report is for one (1) buttress/compression nut. This is report 4 of 4 for (B)(4).